Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that "bad" egm data from the device appeared on the presenting and magnet strips of the carelink transmission. The device remains in use. No patient complications have been reported as a result of this event.